Event description:
It was reported that during surgery, the surgeon used the emergency blade for screw removal but it did not match the twinfix screw head. So the surgeon used the normal screwdriver which broke causing the had of the screw to collapse. The screw stayed in the scaphoid joint. They had to close the wound because the doctor couldn't do anything at that time. After 2 month they reopened the joint and removed the screw with pliers by shaving around the screw and putting a big hole inside patients scaphoid.

Manufacturer narrative:
Investigation in progress but not yet complete.